Event description:
The customer reported the laser fiber broke and caught fire during a therapeutic ureteroscopy procedure. The fiber was engaged in the laser unit when firing the hub of the fiber connection showed flames. The fiber was removed and the fire was extinguished. The user inserted a new fiber and proceeded to complete the procedure. There was no harm or user injury reported due to the event. This complaint is for the single use fiber model tfl-fbx200s. The laser unit model tfl-pls is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was received in a sealed, post-market pouch and the device was evaluated. The connector end has been separated from the fiber body. There is charring on the connector end at the strain relief. The broken end of the laser fiber appeared to have broken cleanly without catching fire. The distal end appears used and has been burnt back nearly to the start of the fiber coating jacket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause for the fiber breaking and the fire near the connector end was the result of user mis-handling of the fiber near the strain relief. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.